Event description:
It was reported when using the bd pyxis medstation system main 2.2-half height of all cubies not detected on bus. The customer stated that they rebooted and managed to get medication from a different location. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that main 2.2- half height all cubies not detected on bus. The field service engineer reseated all row board cable on the drawer controller and cleaned out the cubie trays. Rebooted the pyxis and customer inventoried several pockets. The system functioned as intended after the field service engineer troubleshooted the device.